Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 4 door failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 clicked but then failed. A field service engineer inspected the tower and confirmed that the tower and latches were relatively new. Internal pyxibus cables and the harness at the controller board were reseated, and the latches were cleaned using a brass brush. The unit was rebooted, hardware diagnostics were successfully completed, and the application was launched. Customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.